Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white crystallized contamination (believed to be simethicone type product) in the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had stiff controls during maintenance. There was no report of patient harm. The device was returned, evaluated, and the air/water channel was contaminated. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) address-line 1: (B)(6) (noting due to character limit). However, in addition to the contamination found inside the air/water channel, other evaluation findings are as follows: the light cover glasses and the optical cover glass were chipped; there was water leakage in the suction connector; there was no image evident; the down/left/right angles were not to specification; the up/down/left/right angles had play evident; up/down angle control assembly was worn; the up/down brake was not holding; and the following parts were worn: the light cover glasses adhesive, the optical cover glasses adhesive, the distal end cap, the distal end adhesive, the switch condition, the aspiration housing colored ring, and the air/water colored ring. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.